Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure performed on (B)(6) 2012. According to the complainant, during preparation, the physician reported that the band would not fire off the device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire and suture were returned for evaluation. The ligator head and bands were not returned. There was residue present on the device which is indicative of use. The suture loop was attached to the wire loop of the trip wire however; the suture was broken and only the proximal section of suture was returned. Further analysis revealed that the tripwire was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that it was cinched during use. The condition of the returned incident device could not be evaluated for the bands failed to deploy because the ligator head and bands were not returned. However, the evaluation revealed the tripwire was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that this step was ever performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section "to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." The dfu then instructs the user to "secure trip wire in slot on handle unit." Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure performed on (B)(6) 2012. According to the complainant, during preparation, the physician reported that the band would not fire off the device. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.